Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g4, g7, h1, h2, h3, h4, h6, h10. Primary procedure was done on (B)(6) 2019 and underwent arthroscopic procedure on (B)(6) 2020 cultures taken during this procedure were positive for infection. As the reported event occurred greater than 90 days post implantation and during the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: anatomical shoulderâ, humeral stem, cemented, ã¸ 12, 100 mm cat: 0104211123 lot: 2885749 anatomical shoulderâ, domelockâ®, humeral head, ã¸ 48-17, r=26.8mm cat: 0104212485 lot: 2867867 anatomical shoulderâ domelockâ®, dome, centric, cat: 0104227005, lot: 2912819. Foreign: (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the patient is being considered for a revision due to infection.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The patient was revised and all components were removed and replaced.